Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) exhibited fluid loss. It was noted that the device did not work anymore and was empty. The existing device was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder had wear at a fold in the middle of the cylinder. The cylinder had a hole with a leak at a corner of a fold in the middle of the cylinder. The cylinder had a hole in the outer tube with a leak and broken fabric threads from wear in the proximal end of the cylinder. The second cylinder had wear at a fold in the middle of the cylinder. The second cylinder passed the leakage testing. The momentary squeeze (ms) pump kink resistant tubing (krt) was worn to the filament. The ms pump passed leakage and functional testing.

Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) exhibited fluid loss. It was noted that the device did not work anymore and was empty. The existing device was explanted and replaced. There were no patient complications reported.